Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient coded post-operatively, crashed on extracorporeal membrane oxygenation (ECMO) shortly after implant. The patient was eventually decannulated and transferred to the floor. Then they were re-cannulated at a later date for code ECMO. Patient began to low flow. Team pushed fluids and initiated dobutamine, but patient went unresponsive. Patient was taken to the operating room (or), flowing 0.0 and no pump stop. Patient taken back to or for mediastinal hematoma extraction x2. Slightly hypotensive in the morning, with flows 2-3.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient passed away. The device operated as expected. The cause of the event and whether it was device or therapy related was unknown.

Event description:
It was additionally reported that the date of death was (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.